Manufacturer narrative:
(B)(4). (B)(6) 2016. Additional suspect medical device components involved in the event: model: sc-1132 serial/lot: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead the explanted devices were not returned to bsn.

Event description:
A report was received that approximately 3-4 weeks after the implant procedure, the patient started losing feeling in his legs. A computerized tomography (CT) indicated that the spinal cord was being compressed at the paddle lead location. The physician believed that the patient had too much spinal stenosis and the presence of the paddle lead created too much pressure on the spinal cord. The patient underwent an explant of the ipg and lead and was reportedly doing well postoperatively, and has regained the feeling in his legs.